Event description:
Tip of balloon was checked prior to usage and inflated appropriately. When balloon tip was in the patient, it did not inflate. Removed from patient and a new swan ganz used. No complications were encountered to the patient.